Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - company representative the reported field event of low battery voltage was confirmed in the laboratory. The battery voltage was depleted due to high current drain from being exposed to cold temperature. The high current drain was caused by an anomalous component on the hybrid.

Event description:
It was reported that when the device was interrogated prior to implant, the battery voltage was found to be low. The device was not implanted.